Manufacturer narrative:
Section g3 reportability awareness date of the initial medwatch report indicated: (B)(6)2020 section g3 reportability awareness date of the initial medwatch report should indicate: (B)(6) 2020.

Event description:
The customer contacted physio-control to report that their device beeps three times then shut off during use. This issue is patient related and the patient did not survive the event. The customer indicated after approximately a 2 minute delay a back-up device was used. The customer also reported the device use contribution to the patients outcome is unknown, "I can¿t say delaying the AED a couple minutes had an effect on the outcome or not."

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control performed a clinical evaluation of the reported issue and determined device contribution to the patient's outcome is unknown.

Event description:
The customer contacted physio-control to report that their device beeps three times then shut off during use. This issue is patient related and the patient did not survive the event. The customer indicated after approximately a 2 minute delay a back-up device was used. The customer also reported the device use contribution to the patients outcome is unknown, "I can¿t say delaying the AED a couple minutes had an effect on the outcome or not."

Event description:
The customer contacted physio-control to report that their device beeps three times then shut off during use. This issue is patient related and the patient did not survive the event. The customer indicated after approximately a 2 minute delay a back-up device was used. The customer also reported the device use contribution to the patients outcome is unknown, "I can't say delaying the AED a couple minutes had an effect on the outcome or not."

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The customer has been provided with a replacement lid. (If applicable)   an engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
The customer contacted physio-control to report that their device beeps three times then shut off during use. This issue is patient related and the patient did not survive the event. A new clinical review was done to determine device contribution.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: physio-control performed a clinical evaluation of the reported issue and determined device contribution to the patient's outcome is unknown. Section h11 of the initial medwatch report should indicate: stryker performed a clinical evaluation of the reported issue and determined the device did not contribute to the patient outcome. The most recent information provided from the customer indicated a delay of 1 min between AED uses, and CPR was performed during this delay. The first analysis of the back up device provided a "no shock indicated" advisory. In addition, the patient was down for over 5 minutes before providers responded, and CPR was not performed by bystanders.